Manufacturer narrative:
The device was not returned for analysis. A photo provided by the account appears to confirm the reported unsealed device packaging. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that on a previous occasion the pouch was opened at the site and the device unused, then put back in the chipboard box and back on the shelf; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the carotid artery. The xact self expanding stent system (sess) was opened but it was found that the inner packaging was already opened. Therefore the device was not used and there was no patient involvement. The procedure was completed with angioplasty only. There was a delay in the procedure but there was no harm to the patient. No additional information was provided.